Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a basic evaluation trial patient regarding an external neurostimulator (ens). Patient hasn't felt stimulation since evaluation start so they were assisted with increasing stimulation to 4.2v; the patient now feels stimulation comfortably. Patient thought they were suppose to feel stimulation all the time. Stimulation information was reviewed. A day later, the patient said they weren't seeing improvement with their symptoms because they were unable to void. The patient expressed additional concern with stimulation regarding not feeling it constantly. Patient said it was a "loose stimulation feeling" and will discuss their stimulation concerns with their healthcare provider (hcp) on (B)(6) 2017. No further patient complications have been reported as a result of this event.